Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed bad force sensor calibration. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: during investigation loss of primes both with zero and low non-zero force were verified in the black box. The black box also recorded several load step malfunction . Performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime. Force sensor calibration reading was not in spec low. Attempted bolus steps. The pump completed the first bolus step but lost prime during the second step. Opened pump. Inspected force sensor circuit. The pines on the forces sensor flex cable were broken away from the cable. Removed force sensor flex and reexamined flex pins, both pins were loose in the cable. Force sensor pins on flex. Bad force sensor calibration reading low. The cartridge was returned to animas and passed visual, fill, and force testing: no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 submitted 08/22/2013: the cartridge was returned for evaluation. Product analysis was completed on 07/26/2013 and no defect was found. The cartridge passed visual inspection, fill and force testing.each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.